Event description:
During a 1st metatarsal fusion the screw was inserted in past the joint and came in contact with the lateral metatarsal cortex the threads began to uncoil and break off inside the patient's metatarsal canal. It is estimated that about 2 - 4mm of threads were left in the patient. It was backed out and replaced with another cannulated screw to complete the case. The 2.0 cannulated drill was used from the medial cortex through thempj (metacarpophalangeal joint) but not through the lateral aspect of the metatarsal.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record cannot be performed as the lot number was not known. One device returned. Approximately 3 threads from the distal end is broken off. There is material deformation on the remaining threads. At the proximal end of the implant, the hexalobe is severely damaged. There are scuff marks around the head of the screw. The damage on the head area and the hexalobe may have occurred during the removal process. The most likely cause for the implant breaking off may be due to prying/leveraging and not pre-drilling the lateral cortex. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.